Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a failed transmitter error but did confirm a low transmitter battery. The root cause could not be determined.